Event description:
An ophthalmic surgeon reported that during cataract surgery, the aspiration was poor and would not rise above 100 mmhg. The cassette was exchanged for a new one, but it did not resolve the issue. A second system was brought in and used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is not known. (B)(4).